Event description:
It was reported that the device showed the force sensor background (bgnd) alarm. The circumstances surrounding the event are unknown. There is unknown patient involvement. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
E1: initial reporter's address: (B)(6). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. The possible causes may be decontamination inside plunger case. The plunger sensor and plunger accessories were replaced.